Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for insertion difficulties because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Field clinical was contacted about this complaint, and it is likely that the sheath came out of the left femoral vein from aggressive manipulation of the guidewire and catheter that "curled" into the right ventricle. Additionally, the cardiomems system is compatible with a 12fr access sheath, and an 11fr terumo sheath was used in the procedure, likely also contributing to the increased resistance during withdrawal. It is unlikely the 11fr terumo sheath contributed to the fistula and the hematoma. Review of DHR cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that during the cardiomems implant procedure, vascular access was initially attempted via the right femoral vein. However, the physician recognized a compromise in the right femoral artery, suspecting a fistula. At this point, only the non-abbott sheath and wire had been inserted. Manual pressure was applied to the site, resulting in hematoma formation. Vascular access was then successfully achieved via the left femoral vein. After establishing access, the left pulmonary artery could not be reached due to very high pressures. Angiography of the right pulmonary artery did not identify an appropriate target vessel. An interventional cardiologist joined the case, using a jr 6 catheter to access the left pulmonary artery. Angiography revealed an appropriate target vessel. The sensor was prepped according to protocol, loaded onto the wire, and advanced under fluoroscopy. However, the physician encountered significant resistance approximately 4 mm proximal to the target vessel, causing the guide wire to "curl" into the right ventricle. Despite various troubleshooting efforts, the sheath came out, and vascular access was lost. The physician then decided to abort the implant procedure. The patient was in the cath lab for a total of 2.5 hours. Due to the prolonged procedure time, the patient became respiratory unstable from lying flat for an extended period. Oxygen levels were increased during the case to maintain appropriate oxygen saturations. There were no other adverse consequences to the patient. The sheath used for the case was a terumo 11 fr. On 19 dec 2024 terumo medical received FDA medwatch report # mw5163253.

Manufacturer narrative:
D4: expiration date: unknown due to the combination of an unknown model and lot number. D4: UDI: unknown due to the combination of an unknown model and lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: requested, unknown. H4: device manufacture date: unknown due to the combination of an unknown model and lot number. The product model & lot number combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.